Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable. Reportedly, the patient did not charge the ipg as recommended. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Effective therapy was regained following the procedure.